Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an receiving an error1 when attempting to enter an ez carb entry. The reporter claimed the error only appeared once and had been able to use the subject meter since. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.